Event description:
Surgeon revised femoral component due to flexion instability. Surgeon stated that femoral component was undersized in previous surgery. Surgeon placed a larger size femoral component.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability due to an undersized femoral component involving a triathlon ts femur was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon revised femoral component due to flexion instability. Surgeon stated that femoral component was undersized in previous surgery. Surgeon placed a larger size femoral component.